Event description:
May 7th I had to have the device surgically removed. It was very sore for weeks and red skin. A breast surgeon removed it. There was infection so now I have to take a strong dose of antibiotics which have caused complications with other medications I need to take.